Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted. On (B)(6) 2024, the patient had nausea and was vomiting. No cgm/bg meter readings were reported at this time. The patient's father took him to the emergency room (ER). At the ER, the patient's cgm was reading 120 mg/dl, and the bg meter was reading 350 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with an intravenous (IV) insulin drip and IV fluids. The patient was discharged home after 2 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.